Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) was showing battery failure. There was no harm or injury reported.

Manufacturer narrative:
Due to character restrictions in e1: full initial reporter name: (B)(6). Updated fields: b4, b5, b6, b7, d9, d10, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11.

Event description:
It was reported that during routine check, cardiosave intra-aortic balloon pump (iabp) was showing battery failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6. Corrected fields: h11. A getinge field service engineer (fse) performed a battery test but battery maintenance message persisted. During the inspection, it was also identified that the security disk had reached its usage cycle limit, generating a second alert message on the equipment. Fse replaced the battery (0146-00-0097) and the safety disk (0202-00-0140). Functionality tests were performed, and no errors were identified during validation. The equipment is compliant and cleared for use.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fields: h6 (health effects - impact codes).